Event description:
It was reported that during an unknown procedure, the device was inserted into the 5mm port. When fired, the clip was released but failed to close on the vessel. One side of the jaw of the device jammed. The port and device were removed and replaced. There were no adverse consequences for the pt.

Manufacturer narrative:
Device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.